Event description:
The customer reported that the keypad on their device was working intermittently when monitoring a patient. The reported keypad failure did not interfere with the monitoring of the patient. It was observed that only the power button was working. The patient did not suffer any adverse effects as a results of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the system/memory pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed pcb assembly in the failure analysis center, separate from the device, and was unable to verify the reported failure. The cause of the reported failure could not be determined.